Event description:
It was reported that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2000 ohms. Following the lss, noise with oversensing and pacing inhibition with greater than 2 seconds of asystole were observed. In addition, the patient was near syncopal. The right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).